Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced abdominal pain (cramping), nausea, vomiting, subjective fever with chills and sweating, liver "tumor," colonic constipation, nonspecific 4.5 x 3.0 cm homogeneous hypodensity in the right liver lobe, diarrhea, loss of appetite, celiac disease, clostridium difficile, hernia, chronic episodic pelvic pain, peptic ulcer disease, corroding mesh, mesh erosion, and mesh irritating the vaginal mucosa.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced erosion of mesh into the vaginal vault (erosion), pelvic pain, pain, mesh irritating the vaginal mucosa, blood loss, urinary incontinence, stress urinary incontinence, vaginal pain, loses urine, relaxation of urethra, positive q-tip test, tender mesh area, discomfort, required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced adhesions, sharp stabbing pains, healed vaginal tissue over the erosion of mesh to the anterior vaginal wall, mesh was ¿extremely tight,¿ palpable mesh, mesh removal, tenderness to palpation of mesh and grade two cystocele. She soaked through her pad with blood, had downward trending blood pressure to where the patient was becoming hypotensive with systolics in the 80s, and a downward trend of hemoglobin from 14 to 10 to eight, she was given four units of blood and fluid boluses (after explant surgery (B)(6) 2015) and was transferred to the intensive care unit (ICU), where she was diagnosed with acute blood loss anemia, and hypovolemic shock. She experienced vaginal vault prolapse, anterior cystocele repair, vaginal vault suspension to uterosacral ligament (transvaginal intraperitoneal vault suspension), cystoscopy and temporary placement of bilateral ureteral catheters, mesh embedded into the vaginal wall, sharp and stabbing pain when her bladder is full, laparoscopic cholecystectomy for biliary dyskinesia, liver scarring or lesion of left lateral lobe of the liver, left lateral lobe of the liver overlying the stomach had an area that was sunken in and scarred in almost a stellate type fashion, ¿may have been a previous site that was cauterized,¿ difficulty urinating after having foley catheter removed, leg swelling, post void bladder scan showed 350 cc residual (urinary retention), crohn¿s disease, pelvic pressure, pain at pubic arch that radiates to lower extremities and walking differently because of pain. The patient had physical therapy, plastic-type smell when she urinates, pelvic pain with passing stool, vagina foreign body (pelvic sling at three o'clock position, not eroded, consistent with remnant of her pelvic mass), area tender on palpation, pelvic pain keeps her awake at night, complication of pulmonary embolism (after explant), vasculitis, spontaneous fractures, muscle pain, fibromyalgia, obstructive urinary outflow, abdominal hematoma, obstructive uropathy with emergency room placement of foley catheter, hematuria, anxiety, depression, fecal leakage, apical vaginal prolapse, pelvic floor muscle extreme tenderness, rectocele, rectal pain, urgency, dyspareunia, vaginal scar tissue, clean intermittent cath, and erythema in the left leg, multiple nonsurgical and surgical interventions. Pathology confirmed chronic inflammation and polarized foreign material. She experienced scarring on both lungs (from pulmonary embolus that occurred after explant surgery), fistulas, hypertension, muscle wasting disorder, pelvic trauma, pelvic tumors and fibroids, peritonitis, sepsis, recurrent bladder or vaginal infections, wound healing problems, bruises take a long time to heal and healing from blood draws. She developed multiple sores during months of taking warfarin that took months to heal, and now she has allergic reactions to grains, dairy, fruit, vegetables, meats, nuts, soy and some medications.